Event description:
X-ray locked on, or indicated locked on (continuous x-ray) twice in the last 2 weeks. The machine was being used in a pain procedure (spinal injection), and the problem occurred twice during 2 different procedures on 2 different patients on 2 different days - it was reported to biomedical engineering after the second problem. Machine settings for both cases would have been similar.we can't verify that energy was being delivered; the ge service tech stated he didn't think x-rays were being produced. The indication the operator saw was the "x-ray on" light and tone were functional. The situation was static so unless there was motion of some kind it would not show on the monitor. The operator removed the foot switch from the device and the "x-ray on" indicators remained on, so it was not a stuck footswitch. The problem resolved both times with a reboot. This issue is a known problem under recall with ge - the machine we have is brand new and "remediated" so all fixes should have been performed.the service tech has not yet been able to reproduce the problem. Ge service is currently working the problem.

Event description:
X-ray locked on, or indicated locked on (continuous x-ray) twice in the last 2 weeks. The machine was being used in a pain procedure (spinal injection), and the problem occurred twice during 2 different procedures on 2 different patients on 2 different days - it was reported to biomedical engineering after the second problem. Machine settings for both cases would have been similar.we can't verify that energy was being delivered; the ge service tech stated he didn't think x-rays were being produced. The indication the operator saw was the "x-ray on" light and tone were functional. The situation was static so unless there was motion of some kind it would not show on the monitor. The operator removed the foot switch from the device and the "x-ray on" indicators remained on, so it was not a stuck footswitch. The problem resolved both times with a reboot. This issue is a known problem under recall with ge - the machine we have is brand new and "remediated" so all fixes should have been performed.the service tech has not yet been able to reproduce the problem. Ge service is currently working the problem.